Event description:
It was reported that the patient was burned on the left posterior thigh during a lumbar radiofrequency ablation procedure. 3-4 small white burn areas noted after pad was removed.

Manufacturer narrative:
A review of the DHR was completed with no noted non-conformances that could contribute to the event. No further information provided on compliance to the IFU, skin preparation, or pad placement/orientation to aid in the investigation.